Event description:
It was reported that during patient care, batteries had low run times. Battery serial numbers are (B)(4). Patient outcome was not reported. No other information was provided. Battery sn (B)(4), MFR report number 3003793491-2013-00376. Battery sn (B)(4), MFR report number 3003793491-2013-00377. Battery sn (B)(4), MFR report number 3003793491-2013-00378.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.